Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multisystem organ failure, sepsis, and subsequent patient outcome, as well as a direct correlation with the device, (B)(4), could not be determined through this evaluation. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20jan2017. The heartmate 3 lvas IFU lists sepsis, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to bacterial sepsis and multisystem organ failure. It was reported the outcome was related to multisystem organ failure under sepsis. No device issues reported. Privacy laws prohibit the customer from providing information regarding the case. The outcome was not device related. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.